Event description:
It was reported that the driver that was used to implant the screw was not turning the screw as normal. After inspection it was observed that the tip was not shaped correctly. No patient complications are associated with this event.

Manufacturer narrative:
(B)(4): evaluation of the returned device found that a piece of the driver tip is sheared off and is missing from the instrument.